Event description:
It was reported that during use of the device for cardiopulmonary bypass (cpb), the potassium (k+) and carbon dioxide (co2) did not match the blood gas analyzer results and were fluctuating. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Updated block: d9.

Manufacturer narrative:
Updated blocks: h3 & h6. The service repair technician (srt) powered on the monitor and it passed the self-test. The hematocrit (h/sat) passed service mode testing. The arterial blood parameter monitor (bpm) passed intensity testing. The erasable electronically programmable read only memory (eeprom) contained 0 critical errors. The potassium (k+) value indicated that the monitor has been appropriately calibrated, when calibration was last performed. The reported complaint date of when the problem occurred is (B)(6) 2025. The sample calibration, according to the eeprom, was last run on (B)(6) 2025 and (B)(6) 2025, indicating calibration was not run the day the issue occurred. Sample calibration was run and the monitor passed. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.